Event description:
The customer used the device to check their glucose and obtained a reading of 139 mg/dl. Twenty minutes later patient felt shaky and passed out. Emergency medical technician came and checked patient's glucose and the level was 30 mg/dl. Patient was treated with an IV. They regained consciousness and ate a peanut butter sandwich and drank orange juice. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.